Event description:
Consumer said that her son ingested the entire dental flosser. She said that her son gagged and then swallowed the item. It went down his throat and they called an ambulance. Consumer said that this is the maximum that size wise that the body can handle. Consumer said that the pointy end is going to poke through his organ. Consumer said her son is 19 years old in the hospital for 23 hours missing work and might have to get surgery. Consumer said that these are very dangerous and there is no warning on them. Consumer consumed the product saturday afternoon.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. Consumer was not later reported to have had surgery as the device passed through his system. This device is not intended for consumption. Improper consumer use contributed to this event.